Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, and the occlusion was found to be within the cartridge. A cartridge change was performed and resumed insulin therapy. The customer's blood glucose level was 203 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3 other text : device not returned.